Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had an alert on merlin.net transmission. Upon review, the device had non-sustained right ventricular oversensing episodes triggered in 2018 which was not cleared. The episodes were caused by far-p wave oversensing. No intervention was performed. The patient was asymptomatic.